Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Provided imagery was evaluated. High level observations were concluded in the following: the thv was within alignment markers but within borderline between thv and proximal marker. Center marker was not at base of cusps (slightly higher), but still within optimal initial center marker zone, with final position at between 90:10 and 95:5 and inflow was not fully expanded. Asymmetrical thv inflation with outflow expanding first was observed. Thv embolized into aorta after inflation was completed. Thv appeared to be positioned more distally over balloon working length than proximally at full inflation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the wo information was unavailable. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Prior to thv deployment, the thv was observed to be more distally oriented in its position between the alignment markers (still within the markers per guidance, but with approximately a millimeter between the thv and proximal marker). The thv was also observed to be more proximally oriented within the optimal initial center marker zone after positioning within the native annulus (the center marker was slightly higher than the base of the cusps) prior to inflation. Per training manual, user is instructed to fully inflate the balloon and hold for 3 seconds to ensure complete deployment. In this case, it was noted that the physician added forward pressure when deploying the thv and pulled back the delivery system while inflating for better positioning. While the thv was within optimal positioning both between the delivery system alignment markers and over the aortic cusps, it did appear to be on the distal end of the working length of the balloon between the alignment markers, and on the proximal end of optimal zone while positioning over the aortic cusps. The distal orientation between the alignment markers may have contributed to the observed asymmetrical inflation (and slightly under-expanded thv outflow after inflation was complete), which in turn led to the user pulling back on the delivery system during inflation. Pulling back on the delivery system during inflation, especially with the thv outflow not fully expanded (potentially not providing enough anchoring force within the annulus), could potentially result in valve embolization into aorta and subsequently deployed in a non-target location, as the balloon expansion force during inflation may push the valve upward. As such, available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the edwards field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. During deployment, the physician was pushing the 26mm commander delivery system with tension during inflation as common practice to add forward pressure when deploying. Asymmetrical inflation was noted on the video. The physician pulled back on the delivery system while inflating for better positioning and the valve embolized into the aorta. The first valve was brought to the descending aorta around the innominate artery and was secured. A second 26mm sapien 3 ultra resilia valve was successfully implanted in the aortic position. The event was not due to loss of capture or premature ventricular contraction. There was no device damage observed.